Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. Device had minor scratches on lcd window, cracked case at display window corners and battery tube threads.(B)(4)

Event description:
Customer's mother reported via phone call that the customer was watching television when the insulin pump alarmed button error and the alarm could not be cleared. No significant events leading to the alarm. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.